Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer had the pump in their pocket and sat on it and the touch screen became cracked. Customer is unable to interact with the pump touch screen to deliver a bolus due to the damage. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.